Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that leak at past second o ring. Customer states there was not an air bubble in the reservoir. The customer blood glucose level was 155 mg/dl at the time of incident. The customer report the insulin flow blocked alarm during basal. Customer states the insulin exited. The insulin pump will not be returned for analysis.